Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device provided inappropriate therapy due to atrial fibrillation oversensing. Boston scientific technical services (ts) reviewed the data and also confirmed ventricular asystole greater than two seconds due to the oversensing. Ts recommended reprogramming the sensitivity. As a result, the sensitivity was reprogrammed. No adverse patient effects were reported.